Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.